Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech needs help with error code on 8015 bd unit serial # (B)(4) failure device type: failure problem type: failure mode: case resolution: tech has error code is 110.6021 on 8015 bd unit which has to with the keypad on unit is failing will need to replace confirm part number with price quote without tax.